Event description:
It was reported that the right ventricular (rv) lead exhibited oversensed noise which inhibited pacing. The patient did not receive inappropriate therapy during the oversensing. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable.